Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was difficult to operate and caused pain. This occurred on 5 occasions during use. The following information was provided by the initial reporter: the patient changed from cat#320129 and cat#320559 then the patient complained followings. -hard to inject. -pain. -injected point became swollen. Even the pharmacist advised how to inject, the patient pressed strongly and internal bleeding occurred.